Event description:
It was reported that on (B)(6) 2004, the patient underwent lumbar spine fusion surgery using rhbmp-2/acs, rod 5.5 mm pre bent 35 mm and peek vbs.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.